Event description:
Customer reports receiving discrepant results on (B)(6) 2021 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn not provided, lot 17808f, reader sn (B)(4). Customer states a positive result was obtained initially and two retests provided both a negative and another positive result. Customer did not specify which result was being questioned. No further information was provided regarding this discrepant result event.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected discrepant results. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Further investigation could not be completed due to lack of information. Cartridge serial numbers were not provided.